Event description:
During the index procedure a resolute onyx drug eluting stent was implanted in the 1st ob marg. Approximately 2 months post index procedure the patient presented with subdural hematoma which was considered a stroke. The event was treated with medication, 5 days later, the patient expired. Investigator assessed the event is not related to the study device but possibly related to the antiplatelet medication.

Manufacturer narrative:
The index procedure was promoted by a positive functional study. The sponsor assessed the event as not related to the device or anti platelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient died. The cause of death was listed as complications of subdural hematoma (operated) and fall. Cec assessed the death event as death, vascular. Cec also assessed stent thrombosis as no event. The patient had a medical history mitral regurgitation, aortic valve stenosis, hyperlipidemia, rectal carcinoma and colon cancer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator now reports that the event is not related to the anti-platelet medication. Death is classified as non-cardiac death. If information is provided in the future, a supplemental report will be issued.